Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from vietnam of peritonitis in a patient coincident with dianeal pd4 1.5 therapy. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On that same day, the patient was treated with cefazoline (1gram, twice daily, intraperitoneal injection ip) and gentamycin (40milligram, twice daily, ip) for peritonitis. Cause of peritonitis was not reported. The patient did not recover. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Further information was provided by a health professional. On (B)(6) 2012, the patient stopped treatment with cefazoline and gentamycin. On (B)(6) 2012, the patient started treatment with vancomycin (1gram, daily, intraperitoneal injection (ip) and amikacin (300mg, daily, ip) for the peritonitis. On (B)(6) 2012, the patient stopped treatment for the peritonitis. On that same day, the patient was discharged from the hospital.the patient recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.